Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula broke and was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: this is from a pro user who brought the product to the pharmacy, complaining that insulin didn't come out. The head of the pharmacy checked it and a broken needle npe was suspected.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample was returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. Due to the condition the sample was received no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx cannula broke and was unable to deliver insulin. This was discovered before use. The following information was provided by the initial reporter: this is from a pro user who brought the product to the pharmacy, complaining that insulin didn't come out. The head of the pharmacy checked it and a broken needle npe was suspected.